Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic discectomy due to herniation at l3-l4 and lower limb palsy. Intra-op, when focus ring of the endoscope was turned, the instrument was out of focus. There was no dirt on the camera and the scope. This issue was dealt by raising and lowering the focus ring manually during the operation, and the operation was completed. The product came in contact with the patient. Although the procedure was delayed for about 45 minutes, there were no patient complications as a result of this event.